Event description:
It was reported that clinicain accessed both externals. Blood pressure was dropped, however the device deployed 7-10mm low. The clinician considered using an aortic neck extender but felt the seal would be too tenous due to 1-2mm apposition to the aortic wall by the device and neck angulation. The clinician felt the best long term solution was to convert the procedure to an open repair. The clinician felt the event was not device related but due to angulation of the aortic neck.